Event description:
A physician successfully implanted a graftmaster stent to seal a perforation of the saphenous vein. The graftmaster was deployed inside another brand of stent. It appeared to have effectively sealed the perforation. The patient did require surgery and post the surgery, expired.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.